Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site is (B)(6) hospital. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient the iabp had a false blood detected alarm, there was no blood in tubing. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that the facility did not request service for this event. However, the stm did evaluate the iabp while performing a field corrective action. He did not observe any malfunction of the iabp. The stm performed full calibration and functional checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient the iabp had a false blood detected alarm, there was no blood in tubing. No patient harm, serious injury or adverse event was reported.